Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, a physician experienced difficulty in inserting the terminal pin of a right ventricular lead into the header of this pacemaker. The pacemaker and rv lead were eventually connected together and implanted successfully. No adverse patient effects were reported.